Manufacturer narrative:
The device remains functioning in the pt. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2006, two gore tag thoracic endoprosthesis were implanted (tg3420/lot#03994326 and tg3415/lot#03707842). A week later, another gore tag thoracic endoprosthesis (tg3415/lot#03926302) was implanted.

Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a pseudoaneurysm that had developed near a suture line in the descending thoracic aorta. An intraoperative angiogram revealed a proximal type I endoleak. A week later, another gore tag thoracic endoprosthesis was implanted and the proximal type I endoleak was successfully repaired.